Manufacturer narrative:
(B)(4). The insulin pump was received with steady blank white light display due to cracked lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.